Manufacturer narrative:
Review of logs indicated that the fault related to the level sensor rather than the quantum workstation. The quantum workstation and associated system operated as expected.

Event description:
User reported the inability to control arterial flow due to being unable to exit a sensor error. The reservoir filled with volume but the user could not return volume to the patient.